Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: mp5301-c, batch#: 24089224, 24089191. It was reported by the customer that had 2 IV tubing malfunctions: the first was a pigtail and the second is primary tubing. Both had the end cap disconnect spontaneously:

Manufacturer narrative:
Is was reported that the male luer separated. One photo was taken by the customer that verifies the complaint. A quality notification was sent to the manufacturer. From the manufacturing investigation, the possible causes of separation could be related to an incorrect solvent application (lack/excess of solvent) by assembler or due to issues with the solvent dispenser or related to an incorrect use of fixtures by the assembler. A quality alert was created on (B)(6) 2025 to communicate the separation complaint and reinforce the correct production process. A DHR review was performed the possible lots reported by customer and no qns related to the failure mode were found.

Event description:
Material: mp5301-c possible batch#: 24089224, 24089191. It was reported by the customer that had 2 IV tubing malfunctions â¿¿ the first was a pigtail and the second is primary tubing. Both had the end cap disconnect spontaneously: verbatim: rcc received a complaint via email. Email(s) attached. In the past few days, I have had 2 IV tubing malfunctions - the first was a pigtail and the second is primary tubing. Reference # (B)(4) (alaris pump infusion set) - lot # 24095008 - encountered issue (B)(6) 2024 reference # (B)(4) (maxplus pressure rated extension set) - lot # 24089224 or 24089191 - encountered issue over the weekend - (B)(6) 2024. In the past few days I have had 2 IV tubing malfunctions â¿¿ the first was a pigtail and the second is primary tubing. Both had the end cap disconnect spontaneously: